Manufacturer narrative:
Bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Rep will continue to meet with facility and provide ongoing education. No additional information available. Based on the limited information, no further investigation can be performed. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
Material no: 515056 batch no: unknown. It was reported by customer that the injector has disconnected from the tubing. Verbatim: injector disconnected from tubing. 11jan2024: per rep follow up : after visiting the facility and speaking with numerous people, it looks likely that this is simply user error. In most cases, the locking injector was not being attached properly, resulting in higher failure rates. The bag spikes that fell out seem to be the result of using the spike with a specific type of baxter bag that makes it difficult to insert. They advised that they will keep me posted of any other events that occur. I have also asked them to capture lot numbers and photos in the future. Please let me know if there is any other information that you need. Thanks.